Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "hardness to the touch, implant sitting higher than normal, breast asymmetry, discomfort." Device remains implanted.

Event description:
Healthcare professional reported left side "via diagnostic results, a left side capsular contracture, baker grade iii-IV," "hardness to the touch", "implant sitting higher than normal", and "discomfort". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician initially reported via diagnostic results, a left side capsular contracture, baker grade iii-IV. The device has been explanted without replacement.

Manufacturer narrative:
Correct reason for reoperation: "capsular contracture", baker grade unspecified.